Event description:
The reporter indicated that a vns patient had undergone generator explant surgery due to an infection. Follow up with the patient's implanting, surgeon revealed that the infection event had been ongoing since the patient's implant surgery and that attempts to resolve the issue with antibiotics had been unsuccessful as the infection would redevelop. The physician indicated that there had been no admissions of patient trauma or manipulation which could have contributed to the event and that several wound cultures had been taken, which resulted in either no organisms or several. Due to the persistence of the infection, the patient's family decided to have the device explanted, with the possibility of an additional implant in the future.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.